Manufacturer narrative:
Result of investigation: examination of the optics revealed the following: the distal solder seam is chemically attacked, the shaft is slightly bent, there are residues of an unknown nature on the distal cover glass and a break in the rod lens system. Foreign particles are also visible in the rod lens system due to the mechanical damage detected. Conclusion: the information provided by the customer with reference to the fault description "foggy" can be confirmed. The imaging is very blurred, and an image can only be partially guessed. During the examination, residues of an unknown nature were found on the distal cover glass, which contribute to the clouding of the imaging. Furthermore, there is a break in the rod lens system which significantly impairs imaging. Obviously, the optics were not checked by the user as described in detail in the IFU under point 9 and point 11 to ensure that they were free of defects/damage. Otherwise, the existing damage to the optics would have been recognized and the optics would not have been used. The damage found is not due to a manufacturing/production defect but is the result of mechanical damage during use or clinical reprocessing. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer on january 15,2025. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that the device was foggy there is no information that the event caused a harm or serious injury to patient.